Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a open reduction internal fixation (orif) surgery for the proximal femoral fractures by using the impactor in question. During the surgery, after the blade was inserted, the surgeon could not disconnect the impactor from the blade. He managed to remove the blade together with the impactor, and then by using another blade he completed the surgery successfully with a less than thirty (30) minute delay. The patient was reported as stable after the procedure. Concomitant devices reported: pfna-ii blade l105 tan (part number 04.027.056s, lot 5l56052, quantity 1), nail head elements: pfna blade (part number unknown, lot unknown, quantity 1). This report involves one (1) impactor f/pfna blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the articles in a disassembled condition. In addition, the instrument is in a very used condition with impression marks and scratches all over, which is an indication of regular use through its nearly 16 years of lifespan. Functional test: during investigation a functional test was performed, the impactor passed the functional test. Dimensional inspection: dimensional inspections are not required per selected investigation flow form. Document/specification review: drawings and revisions are in accordance to DHR of production lot 2113711. All relevant features are defined on the used drawing revisions of DHR of production lot 2113711. Summary: based on that, that we have received the parts disassembled condition and as the part is fully functional, we are not able confirm or replicate complaint description. No product fault could be detected. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part: 356.823, lot: 2113711, manufacturing site: bettlach, release to warehouse date: 22.october 2004. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.